Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code stating please attach cassette. It was also reported that the cassette was fully connected but would not read. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Other, one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a cassette not attached properly message. A cassette was attached during testing and the reported issue was able to be duplicated. The downstream occlusion sensor (dso) was non-reactive and would not operate as intended. The dso sensor will be replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involvement.